Manufacturer narrative:
Investigation completed. Evaluation codes added.

Event description:
Allegedly, patient was revised due to infection. Revision njr number: (B)(4); side:r; primary asa: p2 - mild disease not incapacitating.